Event description:
Customer's nurse called stating customer's insulin pump was showing an error message. Customer's blood glucose was 389 mg/dl. She has been off the device and treating with manual injections. When reviewing customer's daily totals, there was a day where customer received over one hundred units of insulin. Customer passed out that day, but was not hospitalized. Customer said she experienced lows on (B)(6) 2013. Customer was assisted with programming her device. A few days later, customer's husband called wanting to get a replacement device due to the original device over delivering insulin, causing lows. A few days after, customer stated her blood glucose was 537 mg/dl and treated with manual injections. About a month afterwards, customer's husband called stating someone was hacking customer's insulin pump, causing it to over deliver insulin. He was advised to guard the device information to prevent this from happening, nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with cracked reservoir tube and broken reservoir tube lip, cracked battery tube threads and scratched display window.